Event description:
Device report from synthes europe reports an event in (B)(6) as follows: pfna blade broke postoperatively. Patient underwent revision surgery and hardware was removed on (B)(6) 2013. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the pfna-blade is made of stainless steel. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna-blade is in compliance with the international standards for implants made of stainless steel. The dimensions of the investigated pfna-blade (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Based on the topography of the fracture surface, the complaint condition is likely the result of low dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to the initial crack and finally to the overload respectively to the fatigue fracture of the pfna-blade. The pfna-blade could not resist the applied force which finally led to the fatigue failure. There was no evidence of material or manufacturing defects found.